Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('little over 2 weeks post op') and autoimmune thyroiditis ('hashimoto's disease') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune thyroiditis (seriousness criterion medically significant), abdominal distension ("bloating"), inflammation ("inflammation"), swelling face ("puffy face"), arthralgia ("crazy sore joints") and pain ("body hurts all over again"). The patient was treated with surgery (essure removed via tubes). Essure was removed. At the time of the report, the medical device removal, autoimmune thyroiditis, abdominal distension, inflammation, swelling face, arthralgia and pain outcome was unknown. The reporter considered abdominal distension, arthralgia, autoimmune thyroiditis, inflammation, medical device removal, pain and swelling face to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, arthralgia, autoimmune thyroiditis, inflammation, medical device removal, pain and swelling face. Amendment: the report was amended for the following reason: this recrd was detected to be a duplicate to record # (B)(4) to which all information was transferred, then this duplicate record # (B)(4) will be deleted. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('little over 2 weeks post op') and autoimmune thyroiditis ('hashimoto's disease') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune thyroiditis (seriousness criterion medically significant), abdominal distension ("bloating"), inflammation ("inflammation"), swelling face ("puffy face"), arthralgia ("crazy sore joints") and pain ("body hurts all over again"). The patient was treated with surgery (essure removed via tubes). Essure was removed. At the time of the report, the medical device removal, autoimmune thyroiditis, abdominal distension, inflammation, swelling face, arthralgia and pain outcome was unknown. The reporter considered abdominal distension, arthralgia, autoimmune thyroiditis, inflammation, medical device removal, pain and swelling face to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, arthralgia, autoimmune thyroiditis, inflammation, medical device removal, pain and swelling face. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.